Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a indirect right inguinal hernia. It was reported that after the implant, the patient experienced mesh migration, hernia recurrence, and adhesions. Post-operative patient treatment included mesh removal, hernia repair with mesh, tight adhesions of the inguinal canal dissected, and revision surgery.